Event description:
The customer reported that the instrument failed to aspirate samples, and no error message was generated. Liquid level detection was turned off by the user via the pipetting protocol, thereby disabling the instrument's error detection.